Event description:
Investigation has been completed.

Manufacturer narrative:
Event description: it was reported that the two setting instruments for the pole plug could are broken. Review of received data: no medical data relevant to the case has been received. Due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the two setting instruments have been returned for an investigation. The tip of the instruments has fractured off. Additionally, there are some signs of usage at the metal part of the instrument. The shoulders at the tip of the instrument are slightly deformed. See pictures attached. Review of product documentation: device purpose: this device is intended for treatment. Conclusion: it was reported that the two setting instruments for the pole plug could are broken. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). The most likely root cause leading to the fracture of the instruments might be related to instrument design and / or conditions of use. A deep investigation was performed including the initiation of corrective and preventive actions (CAPA ca-05391) and health hazard evaluation (hhe-2019-00292) to assess the necessity of corrective actions and/or a field action. The CAPA investigation concluded the below root causes: surgeon has limited visibility of the plug during insertion with the straight setting device of revision d. The surgeon may not see when the pole plug is fully seated (leading to a potential deformation of the instrument tip). The described surgical technique is not always followed and the instrument has been misused. Both surgical techniques of the alloclassic cup and alloclassic it cup do describe the correct handling of the pole plug inserter. However, the descriptions of how to use the setting instrument are not fully aligned. A cad analysis showed that a potential minimal collision between the instrument and the acetabular cup may happen during the insertion of the pole plug. This collision may result in the instrument slightly separating from the pole plug, which may lead to a deformation of the setting instrument. Corrective actions related to the affected setting instrument have been implemented. These corrective actions include the following: the design of the instrument was improved and design revision e has been released on sept 22, 2020 (B)(4). The visibility of the surgical field was improved by flattening the tip of the straight setting instrument and the potential worst case collision/overlap between instrument and acetabular cup was eliminated (B)(4). A surgical technique amendment was implemented. The descriptions of the alloclassic cup (06.01205.12) surgical technique was aligned with the description in the surgical technique of the alloclassic it cup (06.02147.012). Alloclassic cup (06.01205.12 rev 09) was released and is valid since september 22, 2020 (B)(4). Evaluation and associated risk assessment showed that the probability of occurrence of harm is still within the given limits of the corresponding risk management file, and therefore is considered low risk. Based on this, zimmer biomet decided to not initiate an fsca for this product. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00536-2.

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery it was reported that two setting instrument for pole plug were fractured. The instruments were used around 45 times.